Event description:
A physician reports a 78 yr old female developed increased intraocular pressure following cataract surgery using healon 5 viscolastic. The woman is blind in her other eye. Her pre-operation intraocular pressure was 16 mmhg and visus was 0.1 partially. On 12/21/98, she had cataract surgery using healon 5. On 12/28/98, her intraocular pressure increased to 50 mmhg. An anterior chamber lavage was performed. The outcome is unk. The reporting physician assessed the causality relationship of the event to healon 5 as probable and admits iatrogenic damage.